Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, a device problem was not found, therefore, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflation units turned off randomly. It was not specified during what type of device usage the reported event occurred. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to a failure in the printed circuit board, the supply pressure sensor does not work properly. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established due to the customer reported issue not being confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.